Manufacturer narrative:
(B)(4). Concomitant medical products: 8fr cook long introducer sheath, .035" terumo stiff guidewire. A review of the manufacturing records for the device is currently in process. It was stated that the device was available, but to date has not been returned to gore for evaluation.

Event description:
On (B)(6) 2016, a gore® viabahn® endoprosthesis with heparin bioactive surface was being used in the renal artery. A 7mm x 5cm device was advanced through an 8fr cook long introducer sheath over a .035" terumo stiff guidewire. It was reported to gore that once deployment was initiated, the viabahn device partially deployed, coiled and did not fully deploy. The device was removed and another gore® viabahn® endoprosthesis with heparin bioactive surface was successfully deployed. There were no consequences to the patient.

Manufacturer narrative:
The engineering evaluation stated that the following observations were made: the deployment knob was pulled approximately 1cm from the hub. The deployment hub had broken at the deployment line port. The outer braided constraining line was fully deployed, and the inner braided constraining line was partially deployed resulting in approximately 5mm of endoprosthesis expansion at the tip end. There was 3mm of distal shaft upon which the endoprosthesis is mounted exposed at the transition due to compression of the endoprosthesis toward the tip end. Based on the device examination performed, no manufacturing anomalies were identified.